Event description:
It was reported that the maxzero¿ connector leaked at the connection while using a bd 3ml syringe. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of maxzero¿ leaking at connection was confirmed. Photo provided by the customer observed fluid leaking from the maxzero to the connection of the syringe. Although the root cause of this failure could not be identified because no product was returned, it is possible the leak was caused by the concomitant bd syringe 3ml, which has been identified in previous recent complaints for the same customer to have a molding defect. The root cause for the known molding defect on the 3ml syringe is being investigated.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the maxzero¿ connector leaked at the connection while using a bd 3 ml syringe.